Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the device does not cut properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the service technician. When tested, the sternal saw ran rough. The service center replaced the worn gear assembly, shaft assemble, completed preventative maintenance and returned the unit to the customer. No additional action will be taken at this time.